Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly the pump casing was cracked near the battery compartment. Pump was not available for troubleshooting at the time of the call. This complaint is being reported because the issue remained unresolved. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.